Manufacturer narrative:
Event date: the event occurred on an unknown date in apr 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of two units of polyflux 140h during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.